Manufacturer narrative:
(B)(4). Concomitant medical products: item# 163638 28mm cocr mod hd +6mm no skirt lot# 196130. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04324.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 21 years ago. Subsequently, patient was revised due to pain in hip. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of xrays which identified superolateral position of femoral head reflection liner wear. Osteolysis observed at gruel zones of 1 and 7. No evidence of loosening. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.